Manufacturer narrative:
B3 - date of event unknown. One device was returned for evaluation in good condition. Visual evaluation found the device was in good condition. The event history log was downloaded. Functional testing was unable to duplicate the customer's problem. The investigation was unable to determine the root cause of the reported issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. No future action will be taken.

Event description:
It was reported that with the device the cassette was not detected. There was unknown patient involvement.